Event description:
It was reported that nsln episode with no noise and intermittent sensing on the far-field channel were observed. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.